Event description:
It was reported that the user¿s pump entered bg run mode due to a failed sensor, the device stopped automated dosing, and the user could not enter a meal announcement. The user manually entered a blood glucose value of 346 mg/dl, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery, with user education provided on bg run expiration and device status. Investigation included troubleshooting and education with the user to confirm bg run status, failed sensor condition, and dosing stopped message. Investigation of this case revealed that the device appropriately ceased automated dosing in response to a failed sensor, and that user difficulty comprehending the dosing-stopped state contributed to the need for manual entry and backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was a failed sensor leading to dosing stopping and appropriate pump safety behavior, combined with user understanding issues addressed through education.